Event description:
It was reported that this patient presented to the emergency room (ER) reporting that this pacemaker system was malfunctioning. Technical services (ts) analyzed device episode data and found that there was noise on the right ventricular (rv) lead channel. It was also observed that there was a lead safety switch (lss) due to rv pacing impedance measurements greater than 3000 ohms. This resulted in a switch to unipolar configuration as well as myopotential noise and oversensing. Patient is not rv pacing dependent. Health care professional (hcp) noted that this patient underwent a lead revision shortly after implant. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.